Manufacturer narrative:
Reference (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that following a knee arthroplasty, the provisional fractured while being disassembled by the surgical technician. Attempts have been made and additional information on the reported event is unavailable. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
Visual inspection of the returned tasp found signs of repeated use and a fracture on the lateral side of the post feature. Gouge marks and dents were noted; indicative of repeated use which is synonymous with use during product¿s life cycle. Device was evaluated and the reported event was confirmed and is part of a corrective action. Device history report was reviewed and no discrepancies were found. Investigation concluded that the reported event was due to a previously identified design issue for which corrective action has been initiated. This device was manufactured prior to corrective modifications. Review of complaint history determined that no further action is required. Root cause was attributed to the design of the device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Lot number - 62716769. Date returned to manufacturer- jun 9, 2017. Date received- jun 8, 2018. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.